Event description:
Patient was in the cath lab undergoing a tavr (transcatheter aortic valve replacement) procedure. The cardiologist deployed a perclose device and the catheter broke off into the femoral artery. The patient had to be taken to surgery for a femoral artery exploration, right femoral artery repair, and removal of defective device.